Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. The cycler underwent and passed a hipot test, voltage check, patient hipot test and safety analyzer test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported the cycler powered down and sparked during step 3 of setup of the cycler. The display screen was blank. The patient was not connected during the incident. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed there was no patient involvement as the patient was not connected to the cycler. The pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient contact called into technical support. The pdrn stated that no burning smell melting or flame was noted. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported the cycler powered down and sparked during step 3 of setup of the cycler. The display screen was blank. The patient was not connected during the incident. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed there was no patient involvement as the patient was not connected to the cycler. The pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient contact called into technical support. The pdrn stated that no burning smell melting or flame was noted. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported the cycler powered down and sparked during step 3 of setup of the cycler. The display screen was blank. The patient was not connected during the incident. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed there was no patient involvement as the patient was not connected to the cycler. The pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient contact called into technical support. The pdrn stated that no burning smell melting or flame was noted. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had had no further issues. The cycler has been returned to the manufacturer for physical evaluation.